Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Localized damage on opposite sides suggests thread jumping. Functional evaluation with sample mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l1-5 to treat lumbar canal stenosis. It was reported that the set screw would not break off. The surgeon stated that it might be due to insufficient placement of rods onto screw heads for the patient needed much compression caused by severe lordosis. The surgeon decided to place a different set screw without breaking off the screw. The surgery was extended more than 60 min. No additional patient complications were reported.